Event description:
Pt had bifurcated aaa aneurx stent graft placed in 2002. At 1st post op CT graft was in good position. At 6 month f/u CT scan device migrated 3mm. At 1 year scan device had migrated 9 mm total. At 18 months the device has migrated about 15 mm. The pt has a stable aaa size and no endoleak.